Manufacturer narrative:
(B) (4) - zipper damage. Eval of the returned product shows that the large window b zipper's slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).

Event description:
The customer reported that the canopy has zipper damage but couldn't specify what panel. There was no pt injury reported.